Event description:
As reported, after the 5x15 palmaz blue on aviator plus balloon-expandable stent was in place, the balloon could not be inflated, and the stent could not be deployed. The stent was withdrawn. Another stent was inserted with the same model/catalog and the procedure was completed. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU), and no anomalies were noted prior to use. The sds was prepped according to IFU guidelines without any difficulties. The stent was not manipulated during preparation and was properly mounted on the system when inspected before use. The inflation device was in the neutral position when the system was advanced and withdrawn. There was no resistance or friction when inserting the balloon through the rotating hemostatic valve or the guide catheter. The intended procedure was for vertebral artery stenosis, with a target lesion vessel diameter of 4mm, 70% stenosis, no calcification, and no vessel tortuosity. There were no difficulties crossing the lesion or encountering acute bends with the catheter. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the 5x15 palmaz blue on aviator plus balloon-expandable stent was in place, the balloon could not be inflated, and the stent could not be deployed. The stent was withdrawn. Another stent was inserted with the same model/catalog and the procedure was completed. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU), and no anomalies were noted prior to use. The sds was prepped according to IFU guidelines without any difficulties. The stent was not manipulated during preparation and was properly mounted on the system when inspected before use. The inflation device was in the neutral position when the system was advanced and withdrawn. There was no resistance or friction when inserting the balloon through the rotating hemostatic valve or the guide catheter. The intended procedure was for vertebral artery stenosis, with a target lesion vessel diameter of 4mm, 70% stenosis, no calcification, and no vessel tortuosity. There were no difficulties crossing the lesion or encountering acute bends with the catheter. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: h11.

Manufacturer narrative:
As reported, after the 5x15 palmaz blue on aviator plus balloon-expandable stent was in place, the balloon could not be inflated, and the stent could not be deployed. The stent was withdrawn. Another stent was inserted with the same model/catalog and the procedure was completed. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU), and no anomalies were noted prior to use. The sds was prepped according to IFU guidelines without any difficulties. The stent was not manipulated during preparation and was properly mounted on the system when inspected before use. The inflation device was in the neutral position when the system was advanced and withdrawn. There was no resistance or friction when inserting the balloon through the rotating hemostatic valve or the guide catheter. The intended procedure was for vertebral artery stenosis, with a target lesion vessel diameter of 4mm, 70% stenosis, no calcification, and no vessel tortuosity. There were no difficulties crossing the lesion or encountering acute bends with the catheter. The device was returned for evaluation. A non-sterile unit of ¿blue/aviatorplus 5x15/142p pkg¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray for inspection. A thorough inspection revealed a crack on the proximal edge of the luer hub. The balloon was received with the stent mounted in its manufacturing condition, not inflated, properly pleated, and without any damages. No other notable details were observed. A functional test was performed by attaching an inflator/deflator device to the inflation port. During the balloon inflation test, positive pressure was applied using the inflator/deflator device to reach the rated burst pressure. However, inflating the balloon was not possible due to a leak through the crack in the luer hub. The luer hub was inspected with a vision system, confirming the crack. The cracked area on the hub showed evidence of fatigue striations, which are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the hub material was subjected to a tensile force that exceeded its yield strength, causing the crack. The balloon was inspected with the vision system, confirming that the stent was properly mounted without any damage or anomalies. The balloon surface also showed no damage or anomalies. The reported ¿balloon inflation difficulty unable¿ was confirmed due to a subsequent finding of a ¿luer hub cracked¿ condition, these findings impeded the ability to inflate the balloon during functional analysis. However, the exact cause of the damage noted cannot be conclusively determined. Sem analysis revealed fatigue striations on the hub of the unit. The hub material was likely induced to tensile forces that exceeded the hub material yield strength. It is likely handling of the product and procedural factors contributed to the event reported. Overtightening is the likely culprit and has been known to cause cracks in luer hubs. According to the instructions for use, which are not intended to mitigate risk, ¿prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Consider the use of systemic heparinization by flushing the device with sterile heparinized saline or similar isotonic solution. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. Preparation of stent system: a. Remove the inner package from the box. B. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. C. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. D. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. E. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. F. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. G. Attach a three-way stopcock to the catheter¿s inflation port. H. Purge the air from a partially filled syringe and connect the syringe to the stopcock. I. Open the stopcock and induce negative pressure. J. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. K. While maintaining the negative pressure, close the stopcock to the inflation port. L. Remove the syringe. M. To ensure all air is removed from the balloon and inflation lumen, repeat steps h-l. N. Prepare an inflation device with diluted contrast medium. O. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. P. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium.¿ the information available, nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, after the 5x15 palmaz blue on aviator plus balloon-expandable stent was in place, the balloon could not be inflated, and the stent could not be deployed. The stent was withdrawn. Another stent was inserted with the same model/catalog and the procedure was completed. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU), and no anomalies were noted prior to use. The sds was prepped according to IFU guidelines without any difficulties. The stent was not manipulated during preparation and was properly mounted on the system when inspected before use. The inflation device was in the neutral position when the system was advanced and withdrawn. There was no resistance or friction when inserting the balloon through the rotating hemostatic valve or the guide catheter. The intended procedure was for vertebral artery stenosis, with a target lesion vessel diameter of 4mm, 70% stenosis, no calcification, and no vessel tortuosity. There were no difficulties crossing the lesion or encountering acute bends with the catheter. The device will be returned for evaluation.